Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the cassette sensor was defective¿ could not be duplicated however, the device event log/alarm history did confirm several cassette not attached properly. The probable cause was a bad downstream occlusion (dso) sensor. Further investigation found the air detector sensor was damaged. Replaced the air detector sensor, dso sensor and dso seal. Updated software to the latest version and reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the cassette sensor was defective¿; during device evaluation it was found that the downstream occlusion sensor was bad, and the air detector sensor was damaged. The event occurred during testing.